Event description:
It was reported that the devices were used during an exploratory laparotomy, total abdominal hysterectomy. The devices would not fire after the first firing. The jaws would not reopen; devices were not on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
As the stent was being delivered to the lesion the first segment deployed from the catheter. The physician used a retrieval device to remove the stent. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)